Event description:
The reporter indicated that telemetry on the rx5000 programmer read "high" ventricular lead impedance. An "iegm" was performed, and a loss of ventricular capture and sensing with movement (lying to sitting, and deep breathing, etc.) Was observed. The reporter also stated a ventricular lead fracture may have caused the high ventricular lead impedance.